Manufacturer narrative:
Cec adjudicated the event as myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a 2.25x30mm and 3.0x30mm resolute stents were implanted. On the same day as procedure, patient suffered myocardial infarction.